Manufacturer narrative:
Updated data: b5 additional codes corrected data: e1 - initial reporter phone number was erroneously not reported on the initial regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was misloaded as a result of a new valve loader. Also due to low resolution of imaging, it was difficult to see if overlapping was at the third or fourth node. A pre-implant balloon dilatation was performed and during the first deployment at 80% the valve infold was observed. A procedure delay resulted from having to load a new system and the patient remained stable. Per the physician, there was a calcium spot in the annulus and heavy calcification on the cusps which contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state with the inflow exhibiting an elliptical appearance. As received, all leaflets were in a partially closed position with a gap between the free margins. The leaflets were slightly stiff yet flexible. All leaflets exhibited signs of creases and frame imprints. Tissue thinning was noted where frame imprints were present. All commissures appeared intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was crimped and upon inspection, overlap to the fourth node was observed. Before replacing the system, the physicians wanted to see if the overlap stopped when the valve was opened in the patient. At 80% deployment, it was evident that the valve was "forced" and so the valve was recaptured and removed from the patient. Subsequently a new valve was used and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient¿s executive summary and procedural images were submitted for review. The annulus perimeter measured 88.6 mm with a perimeter derived diameter of 28.2 mm, suggesting a 34 mm valve. The aortic valve appeared to be significantly calcified with annular calcium. A fluoroscopic valve load inspection was performed and a misload was present by an overlap slightly beyond node 4. An overlap prior to node 4 is considered a good load and an overlap at node 4 or beyond is considered a misload, thus the valve and delivery catheter system (dcs) should not be used for implant and a new valve should be loaded onto a new dcs. However, imaging showed the misloaded valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding can occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. When an infold is identified, the valve should be recaptured and removed from the body, and new sterile components must be used. Updated: h6 corrected: h11 - section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012148532); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012176547); product type: 0195-heart valves; implant date n/a; explant date n/a product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.